Event description:
It was reported that the patient presented remotely via merlin.net/ in clinic for follow-up. Upon interrogation/review of transmission, it was found that the right ventricular lead exhibited pacing inhibition due to noise over-sensing. No intervention was performed. Patient condition was stable.